Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm, which occurred on the homechoice (hc) during drain. The home patient (hp) was in drain and was not sure which cycle. The hp had disconnected in his sleep, then later had cycled power and received a se 2367. The hp stated that they would restart with a new setup. The hp was referred to their registered nurse (rn). The patient was not connected at the time of the alarm nor when the air was observed. The patient line had become separated from the transfer set. The hp stated that they would complete therapy with new supplies. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a sample evaluation will not be conducted. The lot number was not provided, therefore no batch review could be performed. However, the problem was confirmed, as the patient stated that there was an unexpected disconnection during therapy. The root cause was determined to be a use error, as the patient became disconnected from the set while asleep. The label review found the labeling adequate for this use error. This issue is being investigated through CAPA.